Event description:
Info received indicates the bed will not go into reverse trendelenburg.

Manufacturer narrative:
Tech found the trend assembly was broken. The tech replaced the trend mount and retainer to repair the bed.